Event description:
Clinical study. Same case as 6000093-2007-01675. It was reported that 10 hours after a coronary drug eluting stenting treatment procedure, the pt had a stent thrombosis (st). The pt presented for treatment with an acute myocardial infarction. The index procedure treated a 4.0 x 24mm, 99% stenosed lesion in the proximal right coronary artery (prox rca) with predilatation and placement of two overlapping taxus express2 drug eluting stents of size 4.0 x 28mm and 4.0 x 12mm, reducing stenosis to 0%. Ten hours post index procedure, the patient had a st event. The physician noted the relationship of this event to the taxus stent was "possibly". It was unknown how the st was treated. The pt was discharged 25 days later on aspirin and plavix. The site was contacted for more info about this event.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.